Event description:
Caller reported a cartridge alarm issue. There was no reported adverse impact to the customer's blood glucose level. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support arranged for a pump replacement, ensuring the customer would receive a device with updated software. Customer continued to use current pump.